Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the rosa planning station crashed three times while the surgeon was planning a surgery. The surgeon described the crash as the software becoming frozen and not responding, and reported that after the first crash the patient folder being planned was lost. On the fourth attempt, the surgeon was able to finish planning successfully.

Manufacturer narrative:
Technical analysis concluded that rosa software stopped suddenly and the root cause of this failure cannot be determined.